Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, multiple occlusions occurred. Additionally, it was reported that the cartridge was damaged as the patient line became kinked and cracked. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.